Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Update: electrode belt sn (B)(6) was returned and evaluated at the distributor. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
Us distributor contacted zoll to report that a german patient developed a skin irritation on back and chest. The patient described the irritation as blister and burn marks underneath the lifevest. It was reported the patient had skin lesions and haematoma. Patient was prescribed bepanthen by a physician. Outcome is unknown. A review of the us distributor's service report revealed a reportable malfunction.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
Us distributor contacted zoll to report that a german patient developed a skin irritation on back and chest. The patient described the irritation as blister and burn marks underneath the lifevest. It was reported the patient had skin lesions and haematoma. Patient was prescribed bepanthen by a physician. Outcome is unknown.